Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had air in the line. The customer stated that air was observed in the IV tubing by a clinician. When the clinician went to aspirate air from the lower y-site, the clinician saw that more air/bubbles were forming near the upper-site. The nurse was unable to efficiently get rid of the air in the tubing. The customer indicated that the nurse saw the air in line prior to reaching the patient, so the patient did not get air infused. This event occurred in the post- anesthesia care unit, while the clearlink IV set was connected to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.